Manufacturer narrative:
The guide wire was returned to csi with a confirmed fracture near the proximal solder bond. The distal spring tip section was not returned for analysis. Scanning electron microscopy analysis identified evidence of tensile failure at the fracture site. It appears that the distal spring coil was gripped and removed distally without disturbing the solder bond. Some disturbance in the solder at the proximal spring tip bond was observed that could indicate interaction with the spinning orbital atherectomy device, but it could not be conclusively stated that oad contact was made. At the conclusion of the device analysis investigation, the reported guide wire fracture was confirmed. However, the exact root cause of the damage remains undetermined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
A peripheral orbital atherectomy device was used to treat the anterior tibial artery, following which the viperwire guide wire was repositioned to the posterior tibial artery. Three treatment passes were performed, followed by balloon angioplasty. When the balloon was retracted, it was noted that the tip of the viperwire guide wire had fractured. The physician decided to leave the wire fragment in the foot.